Event description:
It was alleged that while attempting to utilize the IV tubing the pump gave an "upstream occlusion alarm". There was reportedly no pt consequence. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.